Event description:
It was reported to medtronic neurosurgery that patient suffered from (B)(6) infection during her hospital stay for implantation of fixed pressure shunt. According to the report, the patient remains on antibiotics.

Manufacturer narrative:
The product remains implanted. Therefore an evaluation of the device performance was not possible. There was no allegation of device being responsible for the infection. A review of the manufacturing and sterilization logs showed no anomalies. All of our valves are 100% tested at the time of manufacture.